Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that when the right ventricular (rv) lead was attached to a new implantable cardioverter defibrillator (ICD), there was an impedance issue. When checked via the analyzer, the impedance was normal. The physician attempted another new device and there was still an impedance issue. The lead was capped and replaced. No patient complications have been reported as a result of this event.